Event description:
Pt developed hematoma after cardiac cath. Femstop ordered but applied improperly above the av sheath site. Very large hematoma occurred and spread into scrotum. CT of abdomen done to further evaluate extent of hematoma. Pedal pulses palpable, no interference with circulation to lower extremities. Pt also transfused with 2uprbc's